Manufacturer narrative:
The associated complaint device was not returned. A visual inspection of the provided pictures confirmed the stated failure. The post fractured off the device. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that post on insert broke while implanted in patient. No injuries reported. No more information shown.